Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10140. The patient had two model 3146 leads implanted with the same lot number. It was reported the patient experienced a pinching sensation followed by no stimulation when he attempted to turn on stimulation. Sjm was not notified of the patient's issue prior to the revision surgery and system diagnostics were unable to be performed. The patient underwent surgical intervention where the patient's leads were replaced with new ones. The patient is now receiving effective stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.